Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patients has been admitted to the intensive care unit with ketoacidosis. Within the last 24 hours patient's heart rate has dropped and the anaesthetist contacted the vns nurse to ask whether the vns may be to blame. It was reported that patient was implanted with no cardiac issue reported. During the last follow up visit, the nurse increased device output current and duty cycle and the patient was seemingly fine with this changes. No medications were changed. All device diagnostics were normal. Additional information was received that no pre-existing cardiac events is known on the patient. It was reported that the ketoacidosis is not related to vns. It was reported that the bradycardia does not seem to be related to vns stimulation. Nurse thinks that the patient was getting inotropic support and the cardiac event occurred.